Event description:
The physician attempted to deliver a resolute integrity rapid exchange drug eluting stent to the lad, which was reported to be calcified with 85% stenosis. Resistance was felt while attempting to cross the lesion. Stent damage was noted upon removal of the device. Following further pre-dilation, another resolute stent was deployed successfully. No other clinical sequelae reported

Manufacturer narrative:
Evaluation: results: inherent risk of procedure (failure to deliver stent and stent deformation). Patient condition affected effectiveness of the device (patient lesion morphology, 85% stenosis). Evaluation: conclusion: device failure/lack of effectiveness related to patient condition device (patient lesion morphology, 85% stenosis). (B)(4).